Event description:
The customer observed falsely elevated Alinity i STAT Highly Sensitive Troponin-I results for one sample.The following results were provided:(Cut off for positive results >2.0 ng/L).SID (b)(6) Initial result = 2.6 ng/L, repeat results = 5.4 ng/L, <2.0 ng/L, <2.00 ng/L.No impact to patient management was reported.

Manufacturer narrative:
Customer service reviewed the module logs and identified excessive noise on the sample probe along with imprecise Quality (QC) and patient results. Customer service recommended replacement of the Sample Alinity Pipettor Probe. The Field Service Representative replaced the probe and performed troubleshooting activities, including liquid level sensing and pressure monitoring tests. After replacement sample probe calibration completed successfully, confirming resolution of the issue. A review of complaint and trending data for the Alinity i Processing Module did not identify any similar issues as described in this complaint. Additionally, review of complaint and trending data associated with ALINITY PIPETTOR PROBES did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the Alinity i Processing Module for serial number (b)(6) or the ALINITY PIPETTOR PROBES was identified.All available patient information was included. Additional patient details are not available.